Event description:
A report was received that deep brain stimulation (dbs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) after the end of life (eol) message was received.

Event description:
A report was received that deep brain stimulation (dbs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) after the end of life (eol) message was received.

Manufacturer narrative:
A returned analysis of the ipg revealed that the reported event of receipt of eol message due to depleted battery was confirmed. The ipg was received at the end of service (eos) state. Internal visual inspection and electrical testing did not reveal any anomalies. The data log analysis revealed that the patient battery lifetime was calculated at 1 year, 7 months, and 5 days with an average energy use index (eui) of 18.2 therefore, an end of life problem was identified.

Event description:
A report was received that deep brain stimulation (dbs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) after the end of life (eol) message was received.

Manufacturer narrative:
Laboratory analysis of the ipg revealed that the reported event of receipt of eol message due to depleted battery was confirmed. The ipg was received at the end of service (eos) state. Internal visual inspection and electrical testing did not reveal any anomalies. The data log analysis revealed that the patient battery lifetime was 2 years, 4 months, and 7.4 days with an average energy use index (eui) of 15.8, which was confirmed to be a normal and expected value based on the stimulation parameters and stimulation usage history of the device. A longevity calculation was performed based on the device settings and usage history, and it was confirmed that this device met longevity expectations. In conclusion, the device was confirmed to have reached eos during the expected timeframe, detailed laboratory analysis of the returned device did not reveal any performance anomalies or problems, and a normal rate of battery depletion was confirmed. As there was no reported allegation against the device itself and no indication of an issue with device performance, boston scientific no longer considers this to be a reportable event.

Event description:
A report was received that deep brain stimulation (dbs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) after the end of life (eol) message was received.